Event description:
End user is stating that left motor is making a squealing and pulling to the left, as well as getting hot and smelling like something is burning. Uses the chair both indoor and outdoor. Dealer is stating that the motors have been swapped out before, but no other information provided of when.